Event description:
The following was reported via maude event report ((B)(4)): it is alleged that on (B)(6) 2009 the pt was implanted with an unspecified bard mesh (unk flat) to repair an inguinal hernia. The pt alleges that following this procedure he began having multiple problems including: problems going to the bathroom, problems with sexual activity, extreme pain in the belt line and down to the groin area, difficulty eating, body has an odor, oozing from pores, problems walking and standing, problems with movement, feels he "got kicked in the groin" and that "his testicles got kicked onto his throat." Pt states he has to wear pants that stretch so he doesn't trigger pain attacks. He feels his insides are swelling up, he gets muscle spasms, always feels sick, feels like his organs are leaking. Pt states he feels a poisoning toxic-like feeling, dizziness, motion sickness, numbness, confusion, disorientation, memory problems and light headed. Pt alleges that after the hernia repair he was having back pain. In 2010, the pt alleges that he had surgery on his neck and low back which included 3 back fusions. The pt's alleged neck and back surgery included: c5-c7 12mm fra cage fixation devices and interior lumbar plating, also, his procedure included l5-s1 cage fixation devices, c5-c6 and c6-c7 interior cervical discectomy with fusion and plating and an intervertebral caging device, packed with bmp sponge. Pt alleges it feels like his spine is sliced open and shooting infection into his body. He believes the three main things that activate his adverse reactions are humidity, exerting energy, and movement. Since the neck and back procedure, the pt said his life has been "hell." He said he can't go 2 blocks w/o spinning, twitching, having spasms, and convulsions. Pt states it feels like his body is in a toxic shock. He had no feeling in his throat, swelling, no temperature control, sweating, exhaustion, trouble swallowing, trouble sleeping, rashes with pus, vision problems with patches of fuzziness, headaches, nausea, no bathroom control and very "disgusting stool." He states his whole body is "freaking out," his eyes get swollen, his face color turned green or white and he feels as if he could die at any time. The pt did find out he is allergic to nickel. Pt states he feels like foreign objects are inside him, feels like an organ has died inside him or a parasite is living inside him. The pt had an appointment with a pain management clinic and said they scheduled him 3 MRI's for his head, back, pelvis, and lumbar.

Manufacturer narrative:
With the currently available info, it is unk whether the device may have caused or contributed to the reported event. The maude event report did not include pt contact info; therefore, we are unable to contact the pt and request add'l info. No lot number has been provided; therefore, a review of the mfg records could not be conducted. This MDR includes all pt, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.